Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The hcp provided a data file and telemetry printout from a patient who had the ins since 2013, had a transition adapter, and had a four-pole electrode from a previous ins. It was noted that the hcp couldn't find the article and serial number of the electrode. It was reported that pole 3 had high impedance, but was not used. The telemetry printout showed that all pairs with electrode 3 were greater than 10000 ohms. Additional information was received from the hcp via the rep. It was reported that the high impedance was first noticed on (B)(6) 2016 and then the pole was not used in the stimulation. It was noted that this information was confirmed with the physician/account. No further complications were anticipated.